Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. High bg cause was unknown. Customer gave a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.